Event description:
The physician attempted arteriotomy closure using a total of five (5) prostar devices in both left and right sides after an abdominal aortic aneurysm (aaa) stent graft procedure. This report is for the four (4) 10 french prostar devices used. A femoral angiogram was performed which confirmed each of the two puncture sites to be in the common femoral artery (cfa), vessel size was greater than six (6) mm, with no calcification or disease. No problems were reported during the procedure or immediately after the procedure. It was reorted hemostasis was achieved and the pt was sent to the ICU for observation, per standard veteran's administration hosp procedure. "Four to six (4-6) hours after the procedure, the pt complained of left scapular pain, his blood pressure reportedly dropped and his abdomen started getting firm. He was emergently sent to surgery where a fast retroperitoneal bleeding was observed on both groins. The pt lost aprox eight (8) units of blood over the four-six (4-6) hour period. A rent (sic) in the cfa/external iliac artery was seen and surgically repaired near the inguinal ligament." It is unk if the pt received blood products, other treatments, or required additional hospitalization as a result of this adverse event. At last report, the pt was on a ventilator and "recovering, doing better." Although requested, no additional info was provided.